Event description:
Medtronic received information regarding an axium coil that had resistance in the sheath during delivery and was stretched. The patient was undergoing a coil embolization procedure to treat an unruptured saccular aneurysm in the ophthalmic artery segment of the right internal carotid artery (ica). The aneurysm max diameter was 3.2mm and the neck diameter was 2.9 mm. Patient blood flow and vessel tortuosity were normal. It was reported that the axium prime es spring coil and all accessory devices were prepared according to the instructions for use (IFU). The avigo micro-guidewire navigated the echelon10 microcatheter to the aneurysm sac, and the guidewire was withdrawn. The coil was introduced for embolization. However, the coil delivery wire could not be advanced through the introducer sheath. The introducer sheath and coil were subsequently removed together for inspection, revealing that the coil had been stretched. The coil was replaced, and the embolization was successfully completed. There was no harm or injury to the patient. Ancillary devices: 8f guiding guide catheter, echelon 10 micro catheter, avigo guidewire.

Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and outside its returned introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium prime pusher. The axium prime implant coil was found to be damaged, stretched and broken from the pusher with the polypropylene filament also broken. The break was found to be at the detach element. Testing/analysis: the axium prime implant coil could not be used for resistance testing due to the damaged condition. The axium prime implant coil tip od (outer diameter) was measured and found to be 0.0109¿ which is within specification (specification: 0.0108¿ +.0010¿/-.0020¿). The introducer sheath ID (inner diameter) was measured and found to be 0.0175¿ (0.4445mm) which is within specification (specification: 0.46mm ±0.02mm). No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed as the damages found is consistent with resistance. The implant coil was found damaged/stretched/broken. There were no reported issues pushing the axium prime implant coil from within the introducer sheath during hydration per IFU. Therefore, it is possible the implant coil became damaged when retracting the implant coil following hydration or due to improper hubbing technique (over tightening of the rhv/sheath not fully seated within the hub) subsequently causing the implant coil to become stuck. Advancing the coil against resistance would result in damage to the implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.